Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the calibration timing needs to be check . The patient is stable, the pump runs, but every 30 seconds the pump "calibrates". It will resume pumping momentarily, but then calibrates again. There are no alarms. It was advised to switch pumps if another is available and send the pump to biomed. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse checked the logs and did not see any faults regarding timing/calibrating of the fiber-optic. The unit also passed all fiber-optic tests. The fse ran the unit on a simulator without any issues. The unit passed all checks and calibrations and was cleared for use.